Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen. There were numerous kinks throughout the hypotube of the device. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent had struts that were flared, bent, overlapping, and bunched. The guideliner used in the procedure was not returned with the device, so functional testing was not possible. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03713. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6f non-bsc guide extension catheter crossed the lesion, two 32 x 4.50 rebel stents were advanced to treat the lesion. However, the devices were damaged while passing through the 6f non-bsc guide extension catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03713. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a 6f non-bsc guide extension catheter crossed the lesion, two 32 x 4.50 rebel stents were advanced to treat the lesion. However, the devices were damaged while passing through the 6f non-bsc guide extension catheter. No patient complications were reported.